Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon had trouble on firing the device, and when the device was examined on the mayo stand a small piece of metal was found. The surgeon then decided to performed x-ray to make sure if there was any component fell or left on the patient cavity. The reading was negative and surgeon was assured that there was nothing left and the patient was fine.